Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). During scs implant, the physician attempted to access epidural space at t12/l1. We observed clear fluid coming out of the needle when he removed the stylet from the access needle. Physician removed needle and accessed epidural space with two access needles at l2/3. The first lead went up to t8. The second lead had difficulty going to desired location. On fluoro, we observed the lead go to the far right on several occasions in ap view and it appeared anterior on the lateral view. Physician was able to get both leads to desired location and placed anchors and connected to ipg. In post op, patient complained of new right thigh pain. A couple hours after, patient contacted me and stated that both legs hurt ¿worse than the fusion¿. Patient stated he was hurting really bad and made him not want to walk or get up. Physician prescribed him gapabentin postoperatively and instructed him to take these, antibiotics, and pain medicine. Physician states he will monitor patient and see in person next week.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.